Manufacturer narrative:
H.6. Investigation summary: sample was received in decontamination bag, visual signs of usage, there is still blood in the chamber of the IV set. A lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally our facility does not have the necessary equipment to decontaminate the device in the state it was received. The root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of IV-set p 150 cm pvc l-l, experienced flow issues. The following information was provided by the initial reporter. Verbatim: ¿the family doctor told us that even with a few infusions the flow was blocked.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of IV-set p 150 cm pvc l-l, experienced flow issues. The following information was provided by the initial reporter. Verbatim: ¿ the family doctor told us that even with a few infusions the flow was blocked.¿